Event description:
It was reported by a customer complaint that the pt was hospitalized due to diabetic ketoacidosis. Pt was put on insulin drip, then shots and rehooked up to pump. After discharge the pt continued to experience unexplained high blood glucose levels for the next several days. After working through several troublehooting measures the pt's family member believes the device is not functioning correctly and requested it be evaluated as of 2004 the device has not been received by the MFR for eval.